Event description:
It was reported that the customer had experienced one air-in-line alarm event in approximately the last 2 to 3 months. No additional information was available from the customer. The information on patient involvement was unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible.

Event description:
It was reported that the customer had experienced one air-in-line alarm event in approximately the last 2 to 3 months. No additional information was available from the customer. The information on patient involvement was unknown.